Event description:
A pt reported blood glucose results of "386 mg/dl" with a lifescan meter and "219 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter was replaced.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.